Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h10 the device was returned to the factory for evaluation on 06/13/2024. A photograph was provided by the account. Signs of clinical use and evidence of blood were observed. The gray silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. The visible side of the heater wire was observed to be flexed away from the base of the hot jaw, remaining attached to the tip of the jaw. An investigation was conducted on 06/25/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The gray silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. One side of the heater wire was observed to be flexed away from the base of the jaw but remained attached at the tip of the jaw, which can be attributed to clinical use. Based on the photographic inspection, returned condition of the device, and investigation results, the reported failure "material twisted/bent; wire" was not confirmed. The lot # 3000370069 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 tip of the jaws were broken. A new device was used to complete the procedure. There was no significant delay. There was no patient harm. Photo provided by the complainant show the jaws without evidence of blood with the metal wire partially detached.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.